Manufacturer narrative:
Investigation: one sample and one photo sample were provided to our quality engineer for investigation. Through visual inspection, ink stains were observed on the barrel with the scale blurred at the 50ml marking. A device history review was performed for reported lots1710352 and 1802353. While there was no non-conformances identified during the production of lot 1710353, there was an annotation for lot 1802353 related to the reported incident. A malfunction was detected during the marking process that caused barrels to become jammed in the barrel feeding wheels and causing ink staining. The mechanical team repaired the failure and impacted units were scrapped. It is likely the product reported is related to this failure.

Event description:
It was reported that there was scale marking issues with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: we have received a syringe from one of our customers where the scale is not printed correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1710352, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-03. Medical device lot #: 1802353, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-01." (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was scale marking issues with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: we have received a syringe from one of our customers where the scale is not printed correctly.